Event description:
It was identified by (B)(6) that two anesthesiologists while using a syringe pump, the alaris syringe, model 8110, carefusion, infused the medication propofol, that they had drawn up into a 60 ml syringe, into more than one pt without changing out the syringe between pts. I was asked on behalf of (B)(6) to report this to FDA. The info has already been reported to (B)(6). Dr. (B)(6) in turn has reported this cdc and FDA. Cdc has requested that a medwatch report be filed with the FDA.